Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint device was not returned. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The product was sterilized according to sterilization release documentation from quality control. (B)(4). Final release date: 07/06/2010. The clinical/medical team concluded no clinical/medical documentation has been provided to include in the medical assessment. The device has not been returned for evaluation, however, review of the DHR/sterilization revealed no abnormalities that could have contributed to the event. Unable to perform a thorough medical assessment based on the limited information provided. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.